Manufacturer narrative:
The account alleged that the patient had felt a static discharge when the blanket was near their face. This issue is not likely to cause or contribute to serious injury or death if it was to recur.

Event description:
It was reported that the patient received a static shock. No medical intervention, adverse consequences, or clinically relevant delay in treatment was reported.

Event description:
It was reported that the blanket shocked the patient. No medical intervention, adverse consequences, or clinically relevant delay in treatment was reported.